Event description:
Boston scientific was notified that during a procedure this coil was approached to the lesion, however, it was pulled out because it was the incorrect size. The coil stretched while being pulled out and about 3-cm remained in the lga to celiac artery direction. Attempts were made to retrieve the device with a gooseneck snare, but only the stretched section in the celiac artery was caught because the lga formed thrombus. The main coil remained in the lga.